Event description:
It was reported that the lead integrity alert (lia) was triggered. It was also reported that there was high impedance, oversensing and the lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and the proximal conductor was fractured. It was also noted that the defibrillation conductor was distorted and the outer insulation had a cosmetic depression.